Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2011 whereby an "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred. It was reported the patient alleges the following injuries: mesh migration and shrinkage requiring revision surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. The status of the device is unknown as no record of explant was provided. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8862194. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Added: lot#, catalog#, expiration date, di# . Updated brand name. Updated combo product field, added PMA/510k# . Added device manufacture date. Updated method code 1 and results code 1 as valid lot# provided. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records prior to on (B)(6) 2011 including operative report for laparoscopic cholecystectomy were not provided.]. On (B)(6) 2011: (B)(6) md. Radiology, CT abdomen/pelvis. Indications: 48-year-old status post cholecystectomy, small abdominal wall defect with standing, worse with coughing, evaluation for incisional hernia. Impression: supraumbilical midline ventral abdominal wall hernia with a wide base measuring 4 cm and containing a loop of non-obstructed small bowel. On (B)(6) 2011: (B)(6) md. Operative report. Assistant: (B)(6) md. Preoperative diagnosis: incarcerated incisional hernia at umbilical site. Postoperative diagnosis: incarcerated incisional hernia at umbilical site. Procedure performed: laparoscopic repair of incarcerated incisional hernia. Anesthesia: general endotracheal. Estimated blood loss: 5 cc. Indications for operation: this is a very nice 48-year-old lady who underwent a laparoscopic cholecystectomy in the past. After that, she noticed that the umbilical trocar area was getting larger and then she felt a lump that was increasing in size when she was straining. She was seen in consult and the diagnosis was confirmed of an incisional hernia. The patient had preperitoneal fat and omentum inside of the hernia. With this diagnosis, the patient was brought to the operating room for surgical treatment. Description of operation: ¿the patient was brought from the preoperative area and was placed supine on the operating room table. General endotracheal anesthesia was achieved by the anesthesia team. Scds were placed by the surgical resident. The abdomen was prepped and draped in usual sterile fashion and the operation started by placing a veress needle in the left upper quadrant, and using the opti-vu technique, and 5-mm trocar was placed in the right quadrant. A diagnostic laparoscopy showed omentum and preperitoneal fat in the hernia site and around a 4-cm hernia in the umbilical area. Two other trocars were placed, 1 in the right upper quadrant and 1 in the right lower quadrant. The right lower quadrant trocar was a 10-mm trocar. Using the harmonic scalpel, the hernia sac was reduced and the colon were also resected. In order to place the mesh, the falciform ligament was detached. Then, a 10 x 15 gore-tex dualmesh was inserted inside the abdomen. Previously, 0 ethibond sutures were placed on each corner. Then, the mesh was oriented in position in order to cover the defect by at least 3 cm of overlapping in each direction. Using the suture passer device, the mesh was anchored to the abdominal wall and sutured in place. To finish the anchoring of the mesh to the abdominal wall, the endo tacker device was used to secure the mesh circumferentially to the abdominal wall. An endo tacker was placed every 2 or 3 cm all around in a 2-row technique. Satisfied with the surgical repair and the coverage of the defect, hemostasis was checked. The pneumoperitoneum was evacuated and trocars were retrieved under direct vision. All of the trocar sites were closed with 4-0 monocryl and dermabond skin dressing, 0.25% marcaine was infiltrated in all of the skin. Then, patient was extubated in the operating room and transferred to the recovery area in good condition. All instrument and lap count was [sic] correct x2.¿ on (B)(6) 2011: [facility ni]. Implant sticker. Gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 8862194. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/8862194) was implanted during the procedure. On (B)(6) 2012: (B)(6) md. Radiology, CT abdomen/pelvis. Comparison: on (B)(6) 2011. Indication: history of incarcerated incisional umbilical hernia status post repair on 10/2011, presents to emergency department with 4-day history of increasing abdominal pain associated with bulging mass at umbilicus. Pain sharp/crampy/intermittent, associated with nausea, without emesis. Findings: moderate sized ventral wall hernia. Sac of hernia measures 5.0 x 4.4 cm, neck measures 2.0 cm. Located just superior to umbilicus. Abdominal wall mesh noted laterally (to the left) and inferiorly to this hernia. Impression: moderate sized supraumbilical hernia, which contains small bowel; without CT findings of associated strangulation or bowel obstruction. On (B)(6) 2012: (B)(6) md. Operative report. Assistant: ( (B)(6) ms4. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Procedure: laparoscopic ventral hernia repair with mesh including lysis of adhesion. Anesthesia: general and 30 cc of 0.25% marcaine. Estimated blood loss: 20 cc. Specimens: none. Findings: a recurrent ventral hernia with an approximately 5 x 4 cm defect, approximately 1.5 x 1.5 cm midline hernia noted cranial to the recurrent hernia that was just caudal to the falciform ligament. Complications: none. Condition: transferred to pacu, extubated, in stable condition. Indication for procedure: the patient is a 49-year old african american female who presented to the ed with a four-day history of increasing abdominal pain associated a bulging mass at the umbilicus. The patient is known to the service as she had a laparoscopic ventral hernia repair october 2011. A CT scan done as part of the workup showed a recurrent ventral hernia at the umbilicus containing small bowel, although the patient was not obstructed. Given the patient¿s pain, urgent surgical repair of a recurrent hernia was recommended. The risks and benefits of the procedure were discussed with the patient who agreed to proceed and a signed informed consent was obtained in front of a witness. Description of procedure: ¿the patient was taken to the operating room and placed on the operating table in the supine position. Perioperative antibiotics (clindamycin) were given and scds were placed. General anesthesia was given by the anesthesia team and the patient was intubated. A time-out procedure was performed where the name of patient, date of birth, mrn and intended procedure were confirmed. The abdomen was then prepped and draped in the usual sterile fashion. A small stab incision was made in the left upper quadrant and a veress needle was placed and a pneumoperitoneum was created. Then, using the previous right sided laparoscopic ventral hernia repair scars, the required trocars were placed. These scars were noted to be hypertrophic versus keloid in nature so they were excised in an elliptical fashion. A 5 mm trocar was placed in the right upper quadrant using the optiview technique. The trocar was inserted and then the abdomen was inspected using the laparoscope. The area where the veress needle was inserted was without injury. The veress needle was then removed and a 12 mm trocar was placed in the right mid abdomen under direct vision. A third trocar, 5 mm in size, was placed in the right lower quadrant. On inspection, it was noted that the patient had an approximately 5 x 4 cm fascial defect just cranial to the umbilicus and the mesh that had been placed previously seemed to have shrunk and/or migrated contributing to the observed hernia defect. There was also omentum and bowel adherent to the mesh. Lysis of adhesion was therefore undertaken using sharp and blunt dissection, as well as electrocautery, taking care to not injure the adherent loops of bowel. Once all the adhesions were lysed, the bowel was inspected. No serosal or mucosal tears were observed, just raw edges of the adhesions were noted. In addition, another midline fascial defect (~1.5 x 1.5 cm) was noted cranial to the recurrent hernia just caudal to the falciform ligament. To get adequate overlay, we decided to use a 15 x 20 cm proceed dual mesh. 0 ethibond sutures were attached to the 4 corners, tied in place and the mesh with sutures was inserted into the abdomen via the 12 mm trocar. The pneumoperitoneal pressure was decreased to 12 mmhg. Then using an endo suture passer, the sutures were brought out of the corresponding 4 corners of the abdominal wall such that the mesh covered the fascial defect and was under reasonable tension. There was greater than 3 cm overlay of the mesh. The overlay of the mesh included part of the falciform ligament, so the caudal aspect of the falciform ligament was detached from the anterior abdominal wall using sharp dissection, as well as electrocautery. Once there was enough room for the mesh, an endo tacker device with absorbable tackers was used to completely attach the mesh all around the circumference. The 4 corner ethibond sutures were tied into place during the tacking. Tacks were placed every 1.5-2 cm. Since we were having difficulty placing the tacks on the right side of the mesh towards the trocars, is [sic] it was necessary to place a 5 mm trocar on the left lateral mid abdomen to firmly secured the right-sided edge of the mesh. Additional tacks were placed throughout the body of the mesh for improved adherence. The abdomen was then inspected and once hemostasis was assured, the 12 mm trocar was removed. Using the endo suture passer, the fascial layer of the 12 mm trocar was closed using 2-0 vicryl suture. The remaining trocars were then removed and the abdomen was allowed to desufflate. The incisions were closed with either a 4-0 monocryl u-stitch or a 4-0 monocryl running subcuticular stitch and reinforced with octylseal. Octylseal was also used to close all the puncture sites. The patient tolerated the procedure well, was extubated and taken to the pacu in stable condition. All sponge, needle, and instrument counts were correct. The attending was present for the entire procedure.¿ on (B)(6) 2012: [facility ni]. Intraoperative record. Wound class: clean. Asa 2e. Implant record. Mesh proceed 15 cm x 20 cm. Manufacturer: ethicon. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.